Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely use issue since both the perclose failed. E4 should have been left blank on manufacturer device report 1220648-2025-25981.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported an impella cp device was implanted to support a patient admitted in for a high-risk percutaneous coronary intervention (pci). It was noted the patient experienced significant hemodynamic drifts throughout the procedure; the protected pci of the left anterior descending artery was successful. However, due to body habitus, hemostasis was not achieved, and the access site continued to bleed. The decision was made to obtain a retrograde access and place a covered stent to control the bleeding. The patient was noted to have survived and reported to be in critical condition following the event.